Event description:
It was reported that during a cholecystectomy procedure, the device locked and could not be fired at the 8th firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Empty. Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The el5ml instrument found that it was returned empty and with the lock out mechanism fired through. The instrument is designed to lockout when all the clips have been fired. The instrument could not feed clips as it is empty. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.